Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine follow up it was noted that this pacemaker had high out of range pacing impedance measurements in the right ventricular (rv) lead. Physician decided to continue monitoring the patient via latitude system and schedule a close follow up. At this time, the system remains in service. No additional adverse patient effects were reported.